Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and difficulty/resistance removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Shaft separation and stent dislodgement were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a heavily calcified, first diagonal stenting procedure, after pre-dilatation with three trek balloon dilatation catheters (bdc), a xience xpedition 2.5 x 18 mm stent delivery system (sds) was advanced but would not cross the heavily calcified lesion and became stuck in the vessel calcifications. The physician needed to use force to remove the sds from the calcifications and as the physician was manipulating the sds for removal the sds broke in two areas, the 12-15 cm distal to the proximal hypotube and the guide wire exit notch. A snare was used to remove the distal end of the sds and while removing the sds, the stent dislodged from the sds in the lad. Reportedly, also while snaring the sds broke again at the distal end, but was retrieved successfully with the snare device. Another xience xpedition 2.5 x 18 mm sds was used to successfully crush the dislodged stent into the vessel wall and the lesion was left untreated. The procedure was abandoned. There was no clinically significant delay in the procedure and the patient is stable. There was no additional information provided.